Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the black box and alarm history show multiple unexplained por events post ¿cs128-fb80¿ on (B)(6) 2017. Secondary error code fb80 is defined as a post-delivery motor power supply fault. Battery compartment and cap are undamaged and able to fit securely. Cap height and width contacts measurements are within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No power interruption occurred during the investigation, unable to duplicate ¿intermittent power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.